Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and during lifting of the created flap in right eye there was a small area that was stuck and started to tear. It was reported that flap lift was then aborted. It was stated that the patient had one line loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.50 x -1.50 x 176, left eye pre-op 20/20 -2.50 x -1.75 x 178. Account reported a bandage contact lens was placed and removed the next day. As of the last visit the visual acuity was 20/25 corrected. No laser treatment was done. The surgeon plan is to allow 3 months to heal then perform prk.